Event description:
The customer reported that the insulin pump over deliver insulin. The blood glucose reading was 62mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The reservoir was showing the same amount of insulin as shown on the status screen. During the call, the customer mentioned being hospitalized due to pneumonia not too long ago. The caller stated that the insulin pump was exposed to a high magnetic field while having an x-rays and cat scan. Assisted the customer to run the displacement test and passed. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.